Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty oxygen blender. The service technician replaced the oxygen blender and issue was resolved. Unit passed all testing.

Event description:
The customer reported model lap top ventilator 1200 is delivering lower oxygen percentage than what is being set. When the unit is set to deliver 60% fio2, it is only delivering 49.1%. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.